Event description:
Boston scientific received information that the patient with this device exhibited with thinning skin over the device pocket. At this time, there has been no medical nor surgical intervention; however, the physician has requested a product component list.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.